Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32869. It was reported the patient experienced a loss of stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.